Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+. The manufacturer received information from the patient alleging black specs in the mask and ¿face swelling and pain under the right ear". Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The allegation has been reviewed by a pms clinical expert and determined that the allegation of ¿face swelling and pain under the right ear" does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.